Event description:
It was reported that this patient with this pacemaker exhibited a heart rate around 40s. Technical services (ts) was consulted and the device was programmed over 60. The device remains in service. No adverse patient effects were reported.